Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. The blood glucose reading was 509 mg/dl. The customer experienced nausea, vomiting, and difficulty breathing. The customer treated with a bolus and a manual injection. The customer was advised to change the entire set, reservoir and insulin and treat per a health care professional's instruction and to call back if she wanted to complete troubleshooting.